Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 9. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and numbness. No further patient complications were reported.